Event description:
It was reported by the customer's mother that the customer's pump battery was running low and was unable to take the battery cap off. Customer does not think she was getting the correct delivery because she was running high on her blood glucose levels. Customer stated that her daughter called to tell her that she was unstable to take it off the battery cap. Customer stated that they are unable to install the battery cap on her pump. Customer stated that she was able to remove the battery cap with a quarter and a large, flat head screw driver. Customer's blood glucose level was 600 mg/dl. Customer treated with a manual injection. Customer informed her mother that the light is no longer working and it is not beeping as much. Customer's mother declined troubleshooting for high blood glucose levels since she thinks it is a battery issue. No additional information provided.

Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot, cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads and glitter all over the case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed, no conclusion can be drawn at this time. (B)(4).